Event description:
MFR of air defector on dialysis machine previous occurrences of same problem identified in 10/2005 on same machine. Gambro service tech replaced defintive air detector. See reprot 05007-2005-7, and 05007-2005-5.